Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aneurysm and iliac aneurysms with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, it was revealed the ipsilateral (right) leg pxl161207 (lot # 13920091 or 14171289) migrated approximately 2 cm proximally and caused a distal type I endoleak. An iliac extender component was implanted to treat the distal type I endoleak. A final angiography showed there was no endoleaks and the physician finished the procedure. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: component migration and endoleak.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aneurysm and iliac aneurysms with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, it was revealed the ipsilateral (right) leg pxl161207 (lot # 13920091 or 14171289) migrated approximately 2 cm proximally and caused a distal type I endoleak. An iliac extender component pxl161207j (lot # 15465669) was implanted to treat the distal type I endoleak. After a post-ballooning, an angiography showed a type iii or distal type I endoleak occurred with the pxl161207j/15465669. The physician performed a post-ballooning again to treat the endoleak. A final angiography showed there was no endoleaks and the physician finished the procedure. The patient tolerated the procedure. The physician reported that he should have extended the stent grafts more to the right external iliac artery at the initial procedure.